Manufacturer narrative:
Concomitant medical products: 4594 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an audible alert. Upon interrogation, it was determined a lead warning triggered due to high superior vena cava (svc) coil impedance rising just above the alert threshold. The next day the impedance measurements were within normal range and the rv lead remains in use. No patient complications have been reported as a result of this event.